Event description:
Small piece of trocar used in the procedure was lodged in the conjunctiva. Pt reported pain approx 5 weeks post-op. Surgeon removed the piece without incident using local anesthesia.